Event description:
The aspiration tubing for the penumbra aspiration pump was attached from the penumbra system reperfusion catheter 054 to the pump. The physician noticed there was an issue with the tubing and suction. He assessed the rhv and there was no issue. He also checked the connection at the one-way valve to make sure connections were tight. He replaced the aspiration tubing and completed the case without issue.

Manufacturer narrative:
Conclusion: this device is available for return and a follow-up MDR will be submitted upon completion of the device investigation. The manufacturing records for this lot has been reviewed and did not reveal any outstanding discrepancies, design or quality concerns.

Manufacturer narrative:
Device evaluation results: the unit shows no damage. The unit was returned with the flow switch in the off position. An example pump and canister were connected and the pump was turned on. With the flow switch in the on position, the aspiration tubing was connected and the distal end of the tubing was blocked. Vacuum was measured at -28.5 in hg which is within specification. With the switch in the off position, the vacuum was not felt. The tubing assembly is fully functional. Conclusion: the failure could not be duplicated and the complaint was not confirmed. The root cause of the complaint could not be identified.